Event description:
Iab was inserted to stabilize pt from chest pain, from chest pain, pump alarmed after 24 hrs, balloon found not inflating well dr removed iab and discovered a clot in iab. Pt stable no other iab replaced.